Event description:
An altitude alarm on the pump was reported by the customer. No adverse impact to the customer's blood glucose level was noted, as the caller did not provide exact values and insulin had not been suspended. The customer received advice from technical support on preventing altitude alarms and successfully resumed insulin use with the original cartridge without needing to replace it.